Event description:
There is a mismatch between what is shown on the lvp and what is shown on the ims deployed reports for modifier labels when an existing modifier is updated but is not deployed. The manage modifiers tool is used to configure modifiers in the drug library. If the user does not deploy modifier labels after modification and selects to run a deployed infusates report, there is a mismatch between the labels shown on the lvp and what is shown on the ims deployed reports. The expectation is that these reports show what has been deployed to the pump. A defect risk assessment was completed at the end of march 2025. The risk has been categorized as acceptable with the severity of harm assessed as negligible (occurrence of harm is improbable).

Event description:
The following has been reported during internal testing: when an infusate with modifier(s) is deployed to the pump, and the user changes the name of the modifier or group, the modifier labels on the pump will not match the infusate deployed reports. The "deployed infusates" and "infusate - deployed status" reports will show the current modifier group and modifier label instead of the deployed labels. So, there is a mismatch between what is shown on the pump and what is shown on the ims reports. There is a mismatch between what is shown on the pump and what is shown on the ims deployed reports when it comes to modifier labels. If the user does not deploy the modifier labels after modification and selects to run a deployed infusates report, then the modifier names will not match with what is deployed to the pump. The expectation is that these reports show what has been deployed to the pump, and as these modifier item changes are also versioned in ims, then these should be aligned with what is shown on lvp. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Fresenius kabi is submitting a conservative report while assessing whether there is any clinical risk.